Manufacturer narrative:
Concomitant medical products: 638rl36, heart ring, implanted (B)(6) 2011.

Event description:
The patient reported that their right ventricular (rv) lead had fractured. Follow up with the patient's clinic indicated that the right ventricular (rv) lead was checked and noise was present. The clinic reports that removal of the lead was discussed with the patient but the lead remains in use at this time. The clinic was also unable to confirm that fracture of the lead had occurred. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.